Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2013. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to the patient falling and thus dislocating the modular femoral neck w/ bolt, neutral anteversion. During the surgery, while disassociating the modular femoral neck from the femoral cocr head, the porous femoral stem was also extracted unintentionally. No product issues were reported by the complainant.

Manufacturer narrative:
Eval summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.